Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient developed redness and inflammation/swelling under the sensor pod area and the parent decided to remove the sensor. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025 the patient consulted a physician via telephone consultation and was prescribed an oral antibiotic medication (cefalexin one unspecified tablet, twice daily for 10 days). At the time of the report there was still redness and swelling on the skin, however it was recovering. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.